Event description:
It was reported that this pacemaker stored a signal artifact monitor (sam) episode, which disabled the minute ventilation (mv) sensor. Additionally, the electrogram (egm) showed noise on the right ventricular (rv) lead. Low out of range pace impedance measurements were also observed as well as oversensing of noise. Further evaluation was recommended by technical services (ts). No adverse patient effects were reported. This device remains in service.